Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad) and protected left main artery (lm). A 32 x 2.75 promus premier select stent was deployed in the mid to distal lad. After deployment, a proximal edge dissection was noticed in proximal part of the stent. To cover the edge dissection, a 16 x3.50 promus element plus was deployed proximally to the first stent, overlapping it and covered the edge dissection. Following deployment, a 20 x 3.5 promus element plus was deployed in the lm to lad to successfully complete the procedure. No further patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.